Event description:
It was reported that the tandem mobi pump would not turn on, and the battery would not charge. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to check and confirm various charging components and to leave the wall adapter plugged into a known working outlet for at least 30 consecutive minutes to see if the pump would start charging. Although they tried leaving the pump plugged in for an extended period, the charging connection was not recognized. Ultimately, customer technical support arranged to send a replacement pump. Customer reverted to an alternate method of insulin therapy.